Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had all keys in the second column from the left are unresponsive (includes the 7,4,1, barcode key and the soft key above the barcode key). The cause was identified to be corrosion on the I/o pcb (input/output printed circuit board) and the processor pcb. The keypad, I/o pcb and processor pcb (includes processor shielding) requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had all keys in the second column from the left are unresponsive, includes the 7,4,1, barcode key and the soft key above the barcode key. No additional information is available.